Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:02:16. During night drain cycle four, the patient's ultrafiltration reading was 2122ml, indicating the home patient (hp) drained 1747ml more than their maximum programmed fill volume of 2500ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was use error, tidal total uf (ultrafiltration) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.